Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection found tasp exhibits signs of repeated use and has fractured on the lateral side of the post all pieces. Some dents and scratches indicate repeated use. The product was manufactured on august 19, 2015 with a potential field life of 1 year and 4 months and unknown frequency of use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported a tibial articular surface provisional was returned via the worn instrument program fractured. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.